Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 103 mg/dl.